Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired and/or the fiber tip was damaged at 21,647 joules. No patient injury was reported. The device was not returned for evaluation.